Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 393 mg/dl. Customer reported that reservoir had come out and it was noticed once at the hospital. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was treated with insulin drip and manual injection. Customer was wearing insulin pump at the time of emergency room visit. Customer changed set and was not sure what happened to the old reservoir.